Manufacturer narrative:
Two opened sutures, in a blister, in a bag were received for the report of suture was cut. Sample was visually inspected and found to be nonconforming, sample 1 - suture is broken with no needles returned. Sample 2 - no suture returned, only two needles returned (one needle is damaged). A dimensional inspection was done for suture diameter and the samples were found to be conforming. Functional testing for suture strength was performed and both samples were found to be conforming. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The returned sample1 was found to be non-conforming visually with a broken suture, however the samples were conforming for all functional and dimensional testing associated with the reported event, therefore suture was cut as described in the complaint was not confirmed and a root cause cannot be determined for the complaint as described by the customer. The returned sample 2 had no suture material returned therefore a root cause could not be determined for the reported issue of suture was cut. Sample 1 met specification and the exact root cause for sample 2 could not be determined. Suture material samples are tested at incoming for tensile strength and diameter and visually inspected for any defects such as discoloration and frays. Sutures are also 100% inspected by trained operators for discoloration and frays and for proper attachment during the manufacturing process. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The initial decision to report was incorrect resulting in the initial report being submitted in error. This event (suture thread) is not considered to be a reportable malfunction, and it is not likely that a recurrence would result in serious injury. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that during a cataract operation with intraocular lens implantation, after completing the iol implantation and viscoelastic removal, the surgeon discovered some leakage and opened the stitches. While proceeding with the suturing, two ophthalmic sutures were cut. The surgery was successfully completed using another suture without causing any harm to the patient.